Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that 19 days into the intra-aortic balloon (iab) therapy blood was found in tubing. The console did not sound an alarm and was placed on standby. The iab was removed. There was no reported injury to the patient.